Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during medical round, pulmonary volume leak was identified. Patient's posture was changed to supine and changed the endotracheal tube.